Event description:
It was reported that an x-ray was performed but no anomalies were observed.

Event description:
During an in-clinic follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead insulation damage was suspected but not confirmed. Provocative testing was performed and the noise was reproduced. No additional intervention has been performed. The patient is stable with no consequences.